Event description:
It was reported that during a hospital visit, the device could not be interrogated and there was no output. During the event, the patient was in their own rhythm at around 30-35 bpm. The patient's pre-existing medical condition was atrial fibrillation.